Event description:
It was reported that the patient's left ventricular assist device (lvad) was explanted on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event will be addressed under manufacturer report number 2916596-2018-02791.